Event description:
The pt reported that the infusion device does not correctly deliver the basal rate or boluses. To troubleshoot the pt changed the infusion set and primed and verified that insulin dripped from the end of the infusion tubing. The pt reported that blood glucose levels continue to elevate after bolusing through the infusion device. The pt was admitted to the hosp and tested positive for ketones. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.